Event description:
The following report was received from the cypher clinical study in another country: the patient was admitted to the hospital in 2006 for atypical chest pain combined with nausea and dyspnea. During hospitalization, the patient experienced a crisis equivalent to angina. Ergometry was not completed due to intense dyspnea. A diagnostic angiography was performed 8 days later. Angiographic results revealed 40-50% stenosis at the target lesion located in the proximal lad. However, the lesion was not revascularized. It is unk whether the stenosis was located within 5mm of the implanted cypher des on this vessel. The remaining implanted cypher des also implanted at index procedure in the mid rca and proximal circumflex remained patent. The patient was discharged the next day.

Manufacturer narrative:
Any additional information will be submitted within 30 days of receipt.